Manufacturer narrative:
A manufacturing record review was performed and met specifications. Visual inspection of the optic took place and no optical deviations could be found. Condition of the returned lens precluded a diopter measurement. Diopter records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power, 24.5 diopter, of this lot number. A review of the historical complaint data base revealed that no complaints from this lot number were received. A product deficiency was not identified. Our investigation suggests this event was not caused by the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the multifocal intraocular lens was exchanged for a lower diopter lens of the same model. Reason was the patient experienced a -2.0 diopter refractive error.